Event description:
Patient reported obtaining a blood glucose result of 71 mg/dl, while using the suspect device. Patient stated that, 2-3 minutes later, blood glucose was retested, using a hospital blood glucose monitor, with a result of 38 mg/dl. Patient was reportedly taken to facility cafeteria for orange juice and food. No patient injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.